Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2023-04136. It was reported that the patient experienced ineffective therapy and lead migration of both implanted leads due to several falls. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both implanted leads were explanted and replaced to address the issue. Effective therapy was established post-operatively.